Manufacturer narrative:
E. Initial reporter tab: updated.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified vessel in the right leg. A 5.0x150x150-hybrid sterling balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for less than a minute, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified vessel in the right leg. A 5.0x150x150-hybrid sterling balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for less than a minute, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
E. Initial reporter tab: updated. Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 99mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified vessel in the right leg. A 5.0x150x150-hybrid sterling balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for less than a minute, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported.